Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and will be provided upon receipt.

Event description:
The customer reported that a "sensor module failure" message appeared on the cardiosave intra-aortic balloon pump (iabp) during use. There was no patient harm or adverse event reported. The iabp was to be sent to the biomedical department.